Event description:
Reportedly, the programmer suddenly shuts down. Moreover, the screen shows abnormal stripes and colors and some plastic parts are damaged.

Event description:
Reportedly, the programmer suddenly shuts down. Moreover, the screen shows abnormal stripes and colors and some plastic parts are damaged.

Manufacturer narrative:
Please refer to the attached analysis report.